Manufacturer narrative:
(B)(4). Inner seal assembly and duckbill deformed. Evaluation summary: the analysis results found that the b12lp was received with the inner seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. The seal set caused by sterilization with the obturator inserted through the seal generally increases the leak rate. As each device is visually inspected and functionally testing during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the trocar was leaking insufflation. The insufflation was placed on a different trocar increasing to maximum capacity, but the trocar was still leaking. This was with no instrument placed in the trocar. Another device was used to complete the procedure. There was no pt consequence.